Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was presented in clinic and the atrial lead exhibited noise. The noise triggered auto mode switch episodes. The lead remained implanted and the patient would continue to be monitored.